Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product of the u.s list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement. The tip of the tube was unable to be identified in the routine post op xray. Duodopa was temporarily stopped. On (B)(6) 2016 a CT scan was done. A verbal report indicated that the tip was in position and tube safe to use, duodopa was restarted. In the evening, report indicated the patient had increased level of pain, that was not resolved with routine pain relief. The pain was at the stoma site and into shoulder. Duodopa was stopped as a precaution. Patient was given morphine and IV fluids. On (B)(6) 2016, the patient was quite settled. Pain relieved and observations stable. Additional information received on 28 jul 2016 that patient's pain was resolved and duodopa was infusing without issue. The stoma site and abdomen look normal. The CT report indicated pneumoperitoneum. Patient was treated with IV antibiotics, metronidazole and ceftriaxone as a precaution.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.